Event description:
It was reported that a premature baby was receiving intravenous fluid via a pall nanodyne (trademarked) neo filter. A leak from the filter was reportedly observed and the baby was reportedly found to be hypoglycaemic. No permanent adverse effects to the patient were reported. At this stage the intravenous fluid being delivered to the baby has not been provided to us and consequently it is not known whether the reported filter leak is causal or contributory to the reported hypoglycaemia.

Manufacturer narrative:
Investigation of the returned product confirmed a leak from the filter housing seal. Further investigation revealed evidence of stress marks around the perimeter of the filter housing seal. We are confident that there is nothing in our manufacturing process that could have caused or contributed to the observed stress marks and subsequent leakage. Rather the observed damage is indicative of the product having been exposed to an internal pressure in excess of the filter's maximum recommended working pressure (ie 1500 mmhg (2 bar, approx 30 psi) as specified in the product's instructions for use) and the in-process manufacturing specification for filter housing burst pressure (ie 75 psi (approx 3880 mmhg, approx 5.2 bar)). The instructions for use for neo96e include the following precaution:- "the maximum recommended working pressure is 1500 mmhg (2 bar, approx 30 psi). When the working limits of the filter are exceeded, the cause(s) of the added resistance contributing to the elevated working pressure should be investigated and corrected. When supplemental medication is introduced by bolus injection downstream of the IV filter, the filter clamp must be closed. Failure to close clamp may result in damage to the filter. When using syringes smaller than 10 ml for delivery of bolus injections upstream of the filter, care must be taken to avoid generating pressures that exceed the filter's maximum working pressure resulting in leakage." We can confirm that the returned neo96e was representative of current manufactured product. Furthermore a review of our manufacturing records has confirmed that product code neo96e lot # 14-830, and the filter lot numbers incorporated into lot # 14-830, were all manufactured and quality control tested in accordance with our documented procedures and met all criteria required for release. We can also advise that we have not received any other reports of this nature for product code neo96e lot # 14-830. Since the implicated product was manufactured actions have been taken to the filter housing welding process to further improve the housing seal strength. This has resulted in the in-process manufacturing specification for filter housing burst pressure being increased from 75 psi (approx 5.2 bar, approx 3880 mmhg) to 150 psi (approx 10.3 bar, approx 7760 mmhg). The improvements to the filter housing welding process and housing seal strength and the subsequent increase in the in-process manufacturing specification for filter housing burst pressure have already been implemented. We will continue to remain vigilant and monitor for any further reports of this nature. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
The implicated neo96e filter has been returned to our manufacturing facility for evaluation. The initial investigation of the implicated sample has confirmed a leak from the filter housing. Further investigation is underway to determine the potential root cause of the observed leak. A final MDR will be submitted upon completion.